Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient underwent aortic valve replacement and coronary artery bypass graft surgery. After completion of the procedure the patient had loss of capture on the right ventricular (rv) lead. The physician opted to explant and replaced the rv lead. No patient complications have been reported as a result of this event.